Event description:
It was reported that pump experienced malfunction with display issue and showed malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided to reset pump, and malfunction did not recur after reset, and pump was approved for continued use until replacement could be provided based on other troubleshooting.